Event description:
A ventilator was returned to the MFR for service. No pt harm or injury was reported.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, an intermittent open condition of the device's power cord was identified. The power cord was replaced to address this issue.